Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. The pump was received with a loose drive support disk, a cracked case at the reservoir tube window corners, a stained end cap sticker and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that there is cracks around the reservoir bay and a dark gray substance around the dome label. The customer stated the drive support cap is flush. The customer was advised that we would send a replacement pump. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 400 mg/dl. The customer was struggling with high blood glucose.